Manufacturer narrative:
No repairs were completed by the field service engineer (fse) as the issue was not reproduced during a run-in test. No abnormalities were observed in an inspection. This device will be returned without any further repair as per a request from the customer; therefore, the investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the v60 ventilator had been replaced with another unit after the patient alleged weak pressure while the device was in use in continuous positive airway pressure (CPAP) mode. The device continued operating when the issue was observed. No patient information was disclosed, and there was no delay in therapy or other medical intervention reported, aside from the ventilator swap. The sales representative visited the hospital and inspected the device along with the me but found no issues. However, due to the possibility of weak pressure, the representative retrieved the device and sent it for repair. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address line 2: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).